Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient reported that the stoma site felt infected and there was redness and increased ooze from the peg tube in the last two days. On (B)(6) 2017, the patient saw a physician and was prescribed an unknown oral antibiotic for ten days for a stoma site infection, which the patient began on (B)(6) 2017. The patient reported that the stoma site was clean and dry at the time. On (B)(6) 2017, the patient reported that the stoma site was dry with no redness and had been treated with flucloxacillin 250mg qds since (B)(6) 2017 for the stoma site infection. Duodopa therapy had been ongoing.